Event description:
During the procedure, while advancing a presidio (pc4180933-30/c12497, complaint product) in an unspecified microcatheter (renegade/stryker, type unknown), the coil became impeded and on withdrawal it was prematurely deployed in the microcatheter. The procedure was coil embolisation of splenic artery aneurysm that was mildly calcified and mildly tortuous. During the procedure, while advancing a presidio (pc4180933-30/c12497, complaint product) in an unspecified microcatheter (renegade/stryker, type unknown), the physician experienced severe resistance about 20cm from the proximal end of the microcatheter and could not advance it any further. Then the presidio was removed from the patient. However, after withdrawal, the physician noticed that the microcoil of the presidio was separated from the dpu and was still left in the hub of the microcatheter. It is unknown why and how it occurred. After that, the entire microcoil was safely removed from the microcatheter hub and was replaced for a new product of the same size (pc4180933-30, lot unknown), which was successfully placed in the target aneurysm using the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. There was no patient injury/complications reported.

Manufacturer narrative:
There was no loss of target site. As the entire separated microcoil was into the microcatheter hub, the microcatheter was not removed from the patient at that time. Only the microcoil was removed from the microcatheter hub. The coil was returned separated from the detachment fiber. The detachment was mechanical in nature. The proximal end of the coil has been stretched. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and the edges extended from the v notch have been severely damaged. The damaged v notch edge has been raised above the surface plane. The locking mechanism has been damaged with compression and stretching of the sheath material away from the surface. The most likely contributing factor to the severe resistance of the coil during advancement and the inability to be further advanced inside the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance and prevented the coil from being further advanced in the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3" in addition, without the return renegade microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributing factors to the complaint event. The most likely contributing factor to the coils unintended detachment and the stretching of the proximal end of the coil during removal occurred when the green introducer was retracted proximal to the rhv leaving the coil exposed while passing through the rhv. When this occurred, the unprotected coil most likely caught and temporarily became anchored in the tightened adjustable rubber gasket in the rhv or on another form of interference between the hub to microcatheter junction and the proximal end of the rhv. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: pulling the exposed microcoil through the rhv grommet may damage the coil." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaints of impeded and prematurely deployed in microcatheter were confirmed on analysis. All products undergo a 100% inspection prior to release for use, there is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed difficulties.